Manufacturer narrative:
A device history record (DHR) review could not be performed as the serial number was not provided. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
Related manufacturer reference number: 2017865-2023-52419. It was reported that the leads were explanted and replaced due to an infection. No additional information was reported.